Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro vh-3500 would not burn. They used another device from the kit used in the lag and that worked just fine. They were able to complete the harvest using the second hp device. No injury was reported.

Event description:
N/a.

Manufacturer narrative:
Trackwise #(B)(4). The lot #3000276975 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device discarded.